Event description:
The customer reported a falsely elevated architect free t4 result on a patient. The following results were provided: (B)(6) 2025 sid (B)(6) = >64.4 / 19.3 pmol/l; new sample = 17.4 pmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation for falsely elevated architect free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, filed data review was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaints for lot 71906ud00, however, customer field data was used to assess the performance of the architect free t4 assay using worldwide data. This review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. A review of the device history record did not identify any non-conformances or deviations with lot number 71906ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 71906ud00.

Event description:
The customer reported a falsely elevated architect free t4 result on a patient. The following results were provided: on (B)(6) 2025 sid (B)(6) = >64.4 / 19.3 pmol/l; new sample = 17.4 pmol/l . No impact to patient management was reported.